Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced a pump stop during a procedure. The patient was having a vascular procedure and there was potentially wire ingress via the outflow graft. A system controller exchange was done during the pump stop prior to the wire being pulled back at the groin site. Log files from the system controller prior to the exchange confirmed a pump stop on (B)(6) 2026 at 11:27:57 am. Log files from the system controller post exchange showed the pump was connected to that controller on (B)(6) 2026 at 10:43:49 am. Between 10:43:49 and 10:47:08 am the power was as high as 17 to 20 watts along with a number of left ventricular assist device (lvad) fault flags occurring. At 10:48:33 am power decreased to 3.9 watts followed by all the lvad fault flags clearing. The rotor noise and displacement returned to operating in ranges seen prior to the elevated power / lvad fault flags. The customer noted that the times on backup controller were not correct. The clock on the new controller needed to be synced. Because the clocks were out of sync it was not possible to determine the exact time the pump was off but the total pump off time was estimated to be 8 minutes and 52 seconds. Additional log files were submitted on (B)(6) 2026. There were no unusual events recorded in this log file event history. The pump log files showed the rotor data was operating in the same ranges seen prior to the pump stop. There did not appear to be any rotor damage. The mechanical circulatory support (mcs) equipment was operating as intended.